Event description:
Olympus was informed that the inner shaft of the two shaver blades broke during use. The inner shaft became loose and moved independently from the main body of the blade. One of the shaver blades broke external to the pt, and the other shaver blade broke inside the pt. There was no device fragment that had fallen inside the pt. The procedure was completed using another device. There was no pt injury reported. This report is for the second device that broke in the pt.

Manufacturer narrative:
The device has not yet been returned to olympus for eval. The exact cause of the user's report could not be conclusively determined. If the device is received at a later time, this report will be updated.